Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-722a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 482,885 joules and 1 hour 4 minutes 14 seconds used, "aiming beam fade out" and "insufficiency for vaporization¿ were noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.